Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as an open sores. The patient reported a history of metal allergies. The patient's doctor advised the patient could remove the lifevest. Follow up was completed and the skin irritation was improving. The patient ended use of the lifevest.